Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with a stripped battery cap coin slot, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 132 mg/dl. It was found the customer rewinded their insulin pump with the reservoir in place. The customer was advised to change out their infusion set and reservoir. The customer also reported they were unable to remove their battery cap. The customer's insulin pump will be replaced. No additional information provided.